Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# l58759, implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient had a prior implantable neurostimulator (ins) that did not work. The reporter stated they had to lean back or stand up and curve their spine to get the ins to work and get any stimulation at all. The reporter further stated they went down to the hospital to have it working on many times and they just had them take the ins out. It was noted the patient had an overstimulation sensation. It was further noted the patient¿s son and healthcare professional encouraged the patient to put a new ins in for the nerve so they could walk. Additional information was requested, but was not available as of the date of this report.